Event description:
Physicians noted tip of davinci permanent cautery spatula missing from instrument, noted in field. All pieces retrieved, instrument removed from field, tagged, and replaced with new instrumentation. Physicians noted no harm caused to pt. Instrument and broken portion tagged and sent to sterile support for cleaning. Instrument will be returned to operating room educator following cleaning. Davinci permanent cautery spatula, 8 mm, ref. (B)(4), lot. N10150324.